Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they got hospitalized due to low blood glucose with blood glucose of 13 mg/dl at the time of the incident. The customer was put on a sliding scale to treat. The customer experienced symptoms such as a diabetic coma. The customer was wearing the insulin pump during the incident. The customer stated they were having trouble with pump buttons. They stated they will wake up sometimes and the reservoir has not moved. Troubleshooting was not completed as these were past events. The customer stated they had hospitalizations between (B)(6) and (B)(6) 2019. The customer also mentioned a pump button issue. The insulin pump will not be returned for analysis.